Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: review of the black box showed evidence of call service alarms. An ezprime sequence and 24 hour duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed for further investigation and evidence of internal moisture was observed on the printed circuit board and internal components. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the initial complaint, the display screen had a pinkish contrast. The battery compartment was observed to be cracked between the bumper pad and cover.